Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was undergoing a battery replacement due to their battery being at ifi (intensified follow-up indicator) =yes. After the new generator was placed and the lead was connected, high impedance was seen. The test resistor was used and the generator diagnostics came back as being within normal limits, indicating the generator was not the cause of the high impedance. The lead pin was reinserted but high impedance was still observed. Additional information received noting that high impedance was not observed in pre-op but clinic notes states that high impedance was previously seen. No known lead revision has occurred to date. No other relevant information has been received to date.

Event description:
Additional information received reporting that the patient has been clutching her chest and she has not done this before.